Manufacturer narrative:
For the reported event, a (B)(4) healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9000-000 anesthesia gas machine was delivering high pressure. The report was received from a single source. The reported event involved a patient. There was no patient information available.